Event description:
It was reported that high, out of range, hv lead impedance was observed. No intervention was performed. The physician decided to monitor the patient. The patient¿s condition is fine.